Event description:
A report was received that a pt underwent a lead revision due to the lead pushing up the pt's skin. The physician sutured around the lead. Nothing was explanted or implanted and the pt is reportedly doing well following lead revision surgery.